Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement, as the pump was not being used by the patient at the time of the reported event. The customer reverted to manual injections for alternate therapy.